Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break at the molded joint/tubing joint. Curved shape memory was observed in the vicinity of the break. Microscopic inspection of the break site revealed a dully granular fracture surface. Tactile inspection of the sample revealed abundant tensile weakness in the vicinity of the break. Material necking and discoloration were observed in the vicinity of the break. Abundant tensile weakness was observed throughout both extension tubes. The break characteristics and abundant tensile weakness were consistent with damage caused by tensile (pulling) stress. Such damage can occur if the catheter is not properly secured/stabilized and if pulling stress is applied during access/maintenance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during infusion of medicine, a leakage occurred and a catheter breakage was further identified. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during infusion of medicine, a leakage occurred and a catheter breakage was further identified. There was no reported patient injury.